Event description:
It was reported the patient had the artificial urinary sphincter removed due to infection in the scrotum and abdomen at the site of the balloon. The physician indicated the infection may have occurred during catheterizations. The patient was also treated with antibiotics. The patient's outcome was reported as fully recovered.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.